Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, the customer was unable to monitor their blood glucose and experienced lightheadedness, nausea , fatigue, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose gel by a third party, and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, the customer was unable to monitor their blood glucose and experienced lightheadedness, nausea , fatigue, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose gel by a third party, and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged usb port. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased for further inspection and placed into the reader test fixture to download log. Reader did not turn on in fixture. Returned battery was replaced with known good battery and reader was attempted to turn on. Reader turned on however "connected to pc" message appeared. Dn3 chip was removed. Event and usage log could be downloaded. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No cable and adapter was returned for this complaint. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.